Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the endoscopy support specialist (ess). As part of investigation, an olympus endoscopy support specialist (ess) was dispatched on february 27, 2019 to the user facility to perform a reprocessing observation/in-service and provide training if necessary. The ess reported that the facility¿s staff was not pre-cleaning the scope properly. The ess then conducted and in-service that included all cleaning, disinfecting and sterilization information contained in the olympus reprocessing manual.

Manufacturer narrative:
The scope was sent a third party for repair. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. Since the scope was not returned for evaluation the cause of the reported event cannot be determined. As part our investigation, the user facility was offered an in-service with an olympus endoscope support specialist (ess) to observe the facility¿s reprocessing practices and provide training if necessary. The user facility has declined the ess visit. A review of the instrument¿s history was performed and found the scope was returned on april 5, 2018 for a leak that was attributed to a hole in the scope¿s bending section cover. The scope was repaired and returned to the customer. If additional information becomes available or if the device is received, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope tested (B)(6) for (B)(6). There were no associated patient infections reported.